Event description:
It was reported that the beam size on the 9800 system exceeds total direction in mag1 and mag2. It was noted that this was reported as a physicist discrepancy. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Performed beam alignment and collimator calibration and centering. The system was tested and found to be working as intended and placed back into service.